Manufacturer narrative:
Event date is an approximation. PMA/510k: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device evaluated by MFR: device discarded, single use device.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on a nasopharyngeal swab for multiple patients on an unknown date. This MFR. Report addresses patients 2(two) of 2(two). Confirmation testing was performed using rt- pcr and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. D5: operator of device, e3: occupation and h3: (evaluation summary attached device returned to mfg) h3 other text : device discarded, single use device.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on a nasopharyngeal swab for multiple patients on an unknown date. This MFR. Report addresses patients two (2) of two (2). Confirmation testing was performed using rt- pcr and generated a negative result. No additional patient information, including treatment and outcome, was provided.